Manufacturer narrative:
Operator of device is unknown. Initial reporter also sent report to FDA is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not attached to the device. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 29-jul-2022 via email and attached to complaint object: there was no patient's involvement and the event happened during bench test h6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 17-jun-2020.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to any previous repair. Visual inspection found the tamper seals intact. There was evidence of the error recorded in the event history log. The reported problem was duplicated. The investigation identified glue interfering with the downstream occlusion sensor function which resulted from previous downstream occlusion sensor seal repair. This was identified as the cause of the reported problem. For corrective action, the downstream occlusion was replaced. The root cause of the problem was traced to maintenance / service repair related. The investigation identified glue interfering with the downstream occlusion sensor function which resulted from previous downstream occlusion sensor seal repair. Sent email the service supervisor and lead to review the issue with their team. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).